Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.0 mm icm120v4 implantable collamer lens, -12.5 diopter in to the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2015 due to low vault. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
The lens was returned dry in a lens case/vial. A visual inspection was performed, observing a torn/split optic, haptic torn/broken/bent/deformed, and foreign material on lens surface (impossible to identify). (B)(4). One similar complaints were reported for units within the same lot. (B)(4).